Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not feeling well. It was noted that a bit flip and a second full electrical reset occurred. The implantable pulse generator (ipg) was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in (B)(6) on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the patient complained of "feeling weird" and having their heart rate stuck at sixty-five beats per minute. It was further noted that a full electrical reset occurred due to a critical ram parity error. Reprogramming was performed to restore the device's previous settings. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.